Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's healthcare provider had them turn their stimulator down to 0.0 at night and that they didn't need to have it on all the time and they turn it back up during the day. The patient turned up stimulation and stated they felt stimulation down their left leg suddenly and they was not something they had felt before. The patient stated they normally feel stimulation down their right leg and had always felt that since implant. It was reviewed that the correct area for stimulation is the bike seat. Technical services asked if the patient had good therapy and the patient had 50% or greater reduction in their symptoms and it wasn't as bad but they were still leaking some. The patient stated they were on program 2 previously and still was on program 2. The patient was redirected to follow up with their healthcare provider to determine what was appropriate for stimulation sensation and to discuss changing programs. No further complications were reported.